Manufacturer narrative:
Literature citation: chang cw, lee st, lim sn, cheng my, lee cy, wu t. Electrical cortical stimulation for refractory focal epilepsy: a long-term follow-up study. Epilepsy research. 2019; 151:24-30. Doi: 10.1016/j.eplepsyres.2019.01.003. Date of event: please note this date is based off of the article¿s available online date as the specific event date was not provided in the published literature. Describe event or problem: it was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: 7482, lot#: unknown. Product type: extension. Other relevant device(s) are: product ID: 7482, serial/lot #: unknown, ubd: asku, UDI#: asku. Device used for off label indication. The indication the device was used for was seizures. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature outline: the authors aimed to report the long-term seizure control and safety of open-loop electrical cortical stimulation in patients with refractory focal epilepsy of diverse etiologies. The authors ultimately concluded that open-loop cortical stimulation of epileptic foci improved seizure control in our patients with refractory focal epilepsy of diverse etiologies. Electrical cortical stimulation stopped epilepsia partialis continua/focal status epilepticus immediately after the intervention and exhibited a sustained effect in reducing seizures. No procedure-related complications were observed. Reported event: it was reported a (B)(6) year old male patient (patient 3) ¿suffered from recurrent scalp inflammation due to an allergic reaction to the [connection] cable, and the stimulation system was subsequently removed without any long-term sequelae.¿ it was noted that despite surgical removal of the patient¿s system four years after implantation, the patient¿s seizure frequency did not increase after remove of the system. No further complications were reported or anticipated.